Event description:
The dell x50 handheld computer and related software/flashcard were received by the manufacturer on (B)(6) 2012, and product analysis was complete. The reported allegation against the computer was verified. During the analysis, it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Continuity testing of the returned display identified an anomaly associated with the trace that is routed to pin 1 of the touch screen flex cable. Resistance readings associated with the circuit were higher than expected (read approximately 3.7m ohms for pin 1 - nominal is approximately 0.418k ohms). Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies were noted with the flashcard.

Event description:
It was reported that a physician's handheld computer was not responding to screen taps. A hard reset was performed which rebooted the system and took him to the align screen procedure. However, he was still unable to tap to proceed. The screen lock was not engaged, and the company representative cleaned debris from the computer screen edges. There were no observations of a warped screen. Another hard reset was performed which cleared data in the memory. The "press any button to continue" message came up, but would not respond to screen tap. The company representative was able to press the physical buttons at the bottom of computer, which brought up the align screen procedure again, but it was still not responding to screen taps. A replacement computer was provided for the physician. However, the physician's previous computer has not been received by the manufacturer for analysis to date

Manufacturer narrative:
.